Manufacturer narrative:
The facility reported they were working on the water softener with the lock out wire off. A water softener manual regeneration cycle was accidentally started allowing the softener to uptake brine. The cwp ro system pulled in some brine and alarmed high conductivity, causing ro water production to shut down. 17 patents were delayed treatment for 10 minutes while the cwp was flushed.

Event description:
Facility accidentally started a water softener regeneration which caused the cwp ro unit to alarm due to high conductivity. Patients had treatment delayed for 10 minutes while the cwp was flushed/cleaned.